Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, there was no damage in the construction of the device observed by the unaided eye. Functionally, a syringe was used to inject 20-cc of air into the cuff balloon and the balloon gradually deflated over time which would have resulted in the reported event. For further analysis, a leak test was performed by submerging the balloon under water and bubbles (leakage) occurred. Under magnification, there was a small puncture on the distal end of the cuff that gets adhered to the tube. Electrically, for additional analysis, resistance of each lead should be between 1.7 and 3.7 ohms and the actual measurements were 3.6 ohms (blue), 3.6 ohms (blue with clear tubing), 3.5 ohms (red), and 3.5 ohms (red with clear tubing) in which all of the electrodes were in specification. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the thyroid surgery, the intubation found that the cuff was air leaking and could not be used normally. In order not to affect the operation, they replaced with a new endotracheal tube to ensure the smooth operation. There was a 15 minutes of time delay. No broken pieces remain inside the patient body. No patient injury.